Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the medical adhesive was torn/separated at the distal and proximal ends of the spring electrode and the proximal spring was stretched at these points. Insulation abrasion was also noted through on a portion of the distal shocking coil. As the lead was confirmed to be electrically continuous, the clinical observations could not be confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and high threshold measurements. Surgical intervention was performed and the lead was explanted. No additional adverse patient effects were reported.